Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the superior vena cava (svc) coil impedance for the right ventricular (rv) lead as it just barely went over the set upper limit twice in 2019 and then just now in 2020. It was suggested to increase the upper limit and continue to monitor the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.